Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists right heart failure, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to right ventricular failure secondary to a small bowel obstruction. The patient was admitted on (B)(6) 2023 for the small bowel obstruction, hospital course was complicated by the right ventricular failure that required multiple pressors. The patient's right heart failure did not exist prior to implant. It was noted that the patient was also admitted for volume overload and unspecified renal failure. The renal dysfunction was not determined to be related or caused by device/therapy. Date of onset for renal dysfunction was date of admission on (B)(6) 2023. A basic metabolic panel (bmp) was performed. It was noted that the patient also had a worsening lower extremity edema with lessened ambulation over the past 3 days in the setting of weight gain of 25 pounds. The patient was recommended for admission for intravenous diuresis. Initial laboratory findings reviewed and showed elevated serum creatinine of 2.8, up from baseline of 1.9. On (B)(6) 2023 per nephrology consultation, it was a very difficult situation with worsening azotemia in setting of right heart failure/lvad accompanied by worsening ascites and edema. Very little impact from diuretics so far and with the decision of the lvad/ICU team to initiate ultrafiltration. The patient was placed on hospice and expired on (B)(6) 2023. The device functioned as expected. The outcome was not considered to be device or therapy related. An autopsy was not performed.